Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
Patient correspondence states, "everytime I sit, twist or walk up/down stairs, my hip feels like the ball and joint are loose or going out of place, or I get a sharp groin pain. Patient had a left hip replacement with stryker acetabular on (B)(6) 2006. She has had pain in her groin, and her hip goes out of joint a couple times a day, or sometimes up to ten times a day. Since the implant is not working, she informed her surgeon. Surgeon has denied that her issues are related to the stryker acetabular implant which was recalled."